Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system serial #(B)(6), event date (on 12/14/2024), and procedure name (endometriosis resection). Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the 8mm mega needle driver instrument malfunctioned which caused a 15-minute delay. A backup instrument was used to complete the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument was confirmed with a broken cable; there was no patient injury as a result.